Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the system, the cse aligned the gates and removed water from the air circuit. It was also determined that the number of carriers which can be routed to the analyzer were 221, while there were only 172 pucks (it carries multiple samples along the track) onto the track. The cse modified the values in the database and the issue resolved. The cause of the samples not being processed and circling around the track is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an advia labcell automation system reported that multiple tubes were circling around the track for approximately two hours before being routed to the analyzer for testing. The customer provided an example of a sample tube (sample ID 6286819310), which was circling around the track for two and a half hours before being processed at the advia centaur gate. There was delay in reporting of patient results. There are no reports of patient intervention or adverse health consequences.

Manufacturer narrative:
The initial MDR 2432235-2016-00680 was filed on november 07, 2016. Additional information (11/29/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that samples were checking in but not being recognized by the destination gate for processing. Affected samples were properly checked in by the sample manager interface gate and were de-capped correctly. When the samples appeared at the next gate, they were not read and were sent to the sample in question (siq) queue. However, the siq was able to read the samples and routed them back to the destination gate. This caused the samples to circle the track. The issue was resolved by a siemens customer service engineer.